Event description:
Caller states that the inform base unit has two burned connector pins, and that the hold got crusted over with cleaning residue. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.